Event description:
In 2008, this patient presented with an acute aortic dissection. The next day, the entry point of the acute aortic dissection was discovered distal to the branch of the left subclavian artery. A gore tag thoracic endoprosthesis was implanted in the descending aorta to treat the dissection. A CT image revealed a type I endoleak. Two days later, the dissection grew to encompass the entire circumstance of the thoracic aorta proximal to the leading end of the gore tag thoracic endoprosthesis. An emergency operation was performed and the ascending aorta and proximal aortic arch were repaired with an unknown vascular graft. The gore tag thoracic endoprosthesis remained.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.